Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ping meter has an error 2 issue. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2013, lfs received a call from the patient's wife requesting assistance with an error 2 message. Upon the call back, the reporter stated she did not know what to do so she contacted the paramedics for assistance after she was able to obtain a blood glucose reading of "52 mg/dl" on the subject meter. The reporter did not want to stay on the phone since she was waiting for the paramedic to arrive. Troubleshooting could not be completed at the time of concern. The lfs products were requested back for investigation. This complaint is being reported because the patient had hypoglycemic reading of "52 mg/dl" after the error 2 began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.